Manufacturer narrative:
Updated information in sections b5 (describe event), d9 (device availability) and h3 (device evaluated by manufacturer). Updated information in section h6 - device code(s): the code "2507 - incomplete coaptation" was replaced by the code "2989 - mechanical jam" and h6 - type of investigation: the code "4114 - device not returned" was replaced by the code "10 - testing of actual/suspected device" and "3331 - analysis of production records". H11. Additional narrative/data: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was returned to edwards for evaluation. Customer reported mitral valve dysfunction was unable be confirmed as per condition of return. X-ray demonstrated wireform intact. As received, leaflets 2 and 3 were slightly dehydrated and stiff. Hematoma was observed on all three leaflets at both inflow and outflow aspect. Suture holes were visible around the sewing ring. Sewing cloth had multiple cuts around the valve. Lab findings were aligned to the customer imagery. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by edwards lifesciences affiliate in poland, a 7300tfx29 valve was explanted from the mitral position seven (7) days after implantation due to mitral valve dysfunction, characterized by a "fish mouth" appearance on echo. Reportedly, the initial surgery was performed without complications; however, the patient collapsed postoperatively with heart failure on the same day, necessitating a reintervention the following day. A non-edwards valve was successfully implanted in replacement, yielding satisfactory results. At explant, it was reported that pannus formation was observed on the valve.

Manufacturer narrative:
Added information to section h6 (type of investigation, investigation findings and investigation conclusions) corrected data in section h6 (device code(s)): the code "2983 - mechanical jam" was replaced by the code "4001 - patient device interaction problem" h11. Additional narrative/data: thrombus growth is present throughout the inflow side of all the leaflets, and all three commissures inhibiting leaflet motion when probed. Thrombus on the valve can influence the function of the leaflets. Dehydration, excessive thrombus and subsequent storage in formalin after explant can contribute to leaflet stiffening. The increase in stiffness may influence the appearance of the returned valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. Excessive thrombus inhibited leaflet motion when probed. Thrombus on the valve can influence the function of the leaflets. Due to the excessive thrombus growth on the valve, functional testing was not performed. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. It is uncommon for such acute thrombus to occur after a 7-day implantation duration and can be caused by various factors, such as anticoagulant treatment. It is possible that an insufficient dose of anticoagulants prior to or following the procedure contributed to thrombosis. The "mitral valve dysfunction, as characterized by the 'fish mouth' appearance on echo," could not be confirmed because functional testing could not be performed; however, excessive thrombus likely caused the dysfunction of the leaflet motion. Based on the information available, the complaint for thrombosis is confirmed and the most likely cause is patient factors. An edwards defect has not been confirmed.

Event description:
Edwards received notification that a 7300tfx29 valve was explanted from the mitral position seven (7) days after implantation due to mitral valve dysfunction with a "fish mouth" appearance, as seen on echo. Reportedly, the initial surgery was performed without complications; however, the patient collapsed postoperatively and a reintervention was deemed necessary since the following day. A non-edwards valve was successfully implanted in replacement, yielding satisfactory results.

Manufacturer narrative:
H11: additional manufacturer narrative: short echo clip of a mitral surgical prosthesis was received. An appearance of diastolic "doming" (fish mouth), with possible intercommissural fusion was observed. One image showing the outflow aspect of the explanted valve was received and reviewed. Report of valve dysfunction was unable to be confirmed. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: h11. Additional narrative/data. The device was returned to edwards for evaluation. Per the product evaluation, "customer report mitral valve dysfunction was unable be confirmed as per condition of return. X-ray demonstrated wireform intact. As received, leaflets 2 and 3 were slightly dehydrated and stiff. Thrombotic-like material was observed on all three leaflets at both inflow and outflow aspect. Suture holes were visible around the sewing ring. Sewing cloth had multiple cuts around the valve. Lab findings were aligned to the customer photo. Valve was sent to r&d for evaluation." Per the r&d additional evaluation, "general observations show leaflet creasing throughout multiple leaflets. Leaflet creasing is present on leaflets 1 and 3 near commissure 1. Creasing is also present on leaflets 2 and 3 towards the central hole of the valve. There is a significant gap between leaflets 2 and 3 where leaflet creasing is present. These features are consistent with a force pressing on the leaflet free edges in the retrograde direction, usually due to suture entrapment with or without pledget, or interference with the preserved valvular/subvalvular apparatus such as chordae. Thrombus growth is present throughout the inflow side of all three leaflets. Thrombus is also present on the inflow side of all three commissures inhibiting leaflet motion when probed. On the outflow side, thrombus is present on the cusp of leaflet 2, on leaflet 2 near commissure 3, and on the cusp of leaflet 1. Flexible thrombus growth is present on the cusp of leaflet 3 and branches up towards commissure 3. Excessive thrombus inhibited leaflet motion when probed. Thrombus on the valve can influence the function of the leaflets. Due to the excessive thrombus growth on the valve, functional testing was not performed. Echo video was provided showing the valve opens inconsistently. In the beginning half of the video, the leaflets open fully. However, in the second half, the leaflets near the top and right commissures do not fully open. The reported "mitral valve dysfunction, characterized by a 'fish mouth' appearance on echo" was confirmed through echo. However, due to the condition of the valve when received, standard pulsatile flow testing was not able to be performed, and the reported "mitral valve dysfunction, characterized by a 'fish mouth' appearance on echo" could not be confirmed. The results seen from edwards r&d may be different from those obtained during explant due to environmental differences experienced, which were not present when the valve was returned to edwards." The leaflet creases appear to be caused by a force in the retrograde direction, which can be caused by such things as suture entrapment, sub-valvular apparatus interference, or surgical tools used during implantation, but it is unable to be determined if/how much these creases contributed to the reported "mitral valve dysfunction" due to the inability to perform functional testing. Of note, leaflet creasing is made more pronounced due to dehydration and subsequent storage in formalin. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. It is uncommon for such acute thrombus to occur after a 7-day implantation duration and can be caused by various factors, such as anticoagulant treatment. The dose given is unknown, but it is possible that an insufficient dose of anticoagulants prior to or following the procedure contributed to thrombosis. The "mitral valve dysfunction, as characterized by the 'fish mouth' appearance on echo" was confirmed through the provided echo but could not be confirmed ex vivo because functional testing could not be performed; however, excessive thrombus likely caused the dysfunction of the leaflet motion. Based on the information available, the complaint for thrombosis is confirmed and the most likely cause is patient factors. An edwards defect has not been confirmed.